Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The oversensing was noted on a stored electrograms (egms). No intervention was performed. The patient will continue to be monitored. There were no patient consequences.

Event description:
New information received indicates that additional post paced t wave oversensing occurred. Programming changes were discussed but not made. There were no patient consequences.